Manufacturer narrative:
(B)(4) method: the ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: the customer reported that the tubing of an ojr414 optiflow junior 2 nasal cannula became detached from the nasal prongs. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions also contains the following general caution: - do not use if the product or its packaging has been tampered with.

Event description:
A healthcare facility in hong kong reported that the tubing of an ojr414 optiflow junior 2 nasal cannula became detached from the nasal prongs. There was no patient involvement as the issue was found whilst the device was not in use on a patient.